Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "abnormal-appearing axillary lymph node".

Event description:
Patient reported left side "lump" and left side "abnormal-appearing axillary lymph node" ultrasound and MRI performed. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported left side no complaint against the device. Un-reporting.